Event description:
A malfunction was reported by the caller, who experienced issues with a pump that could not be shut down despite attempts with a different cord and reset instructions provided by cts. The blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised on using an alternate insulin delivery method, mdi, while a replacement pump was sent by cts, and instructions were provided to return the faulty pump within 10 days.